Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted concurrently with hysterectomy and bilateral salpingo-oophorectomy, anterior colporrhaphy, mccall culdoplasty due to chronic pelvic pain probably adenomyosis and mild pelvic prolapsed. It was reported that following insertion the patient experienced pain, urinary problems, recurrence, bleeding, dyspareunia. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.